Manufacturer narrative:
Updated analysis summary by (B)(4) on jan 13, 2022. On (B)(6) 2021 the customer alleged insulin pump alerted pump error 3 and pump error 43 and went to emergency room for high blood glucose. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. Device passed the sleep current measurement, active current measurement and self test. No pump error 3 alarm noted. However, pump error 3 confirmed in the insulin pump history files on (B)(6) 2021 at 8:40am. Pump error 43 alarmed during the rewind test. In addition, pump error 43 confirmed in the insulin pump history on (B)(6) 2021 at 8:42am. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to pump error 43 alarm. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1 or electrical board 2 or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. Unable to verify customer alleged for high blood glucose. Pump error 3 confirmed in the insulin pump history on (B)(6) 2021 due to moisture damage on the electronic assemblies. Pump error 43 alarm confirmed during the rewind test and in the insulin pump history on (B)(6) 2021 due to moisture damage on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had the incorrect information. The correct information has been provided in section b5 with this report.

Event description:
It was reported that the customer was going to the emergency room.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and self test. No pump error 3 alarm noted. However, pump error 43 alarm during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to pump error 43 alarm. Device received with broken belt clip rails, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went emergency room for high blood glucose. The customer's blood glucose level was 464 mg/dl at the time of incident. Customer had to rewind the insulin pump as they received insulin pump error alarm. After rewind, customer was doing the load process, with no reservoir in the insulin pump, and got another insulin pump error alarm. Customer were bale to clear the alarm and were able to rewind the insulin pump. The insulin pump will be returned for analysis.